Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: twisted in left tube,') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient undergo essure confirmation test in 2012 which undergo total bilateral occlusion. Concomitant products included cyanocobalamin, ergocalciferol (vitamin d2) since 2017 and levothyroxine sodium (levothyroxine) since 2018. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: pfs received. Case become valid. Injury nos replaced with new events. Reporter's information was added. Date of removal was added. Added event migration of essure device location of device: twisted in left tube, pain, abnormal bleeding (vaginal, menorrhagia). Concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: twisted in left tube,') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 846839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature delivery on (B)(6) 2011, breast biopsy in (B)(6) 2010, cystitis, dysmenorrhea, lower abdominal pain, amenorrhea, bacteriuria and vaginal bleeding. Patient undergo essure confirmation test in 2012 which undergo total bilateral occlusion. Previously administered products included for drug allergy: penicillins; for an unreported indication: yaz and miralax. Concurrent conditions included endometrial ablation since (B)(6) 2012, dysfunctional uterine bleeding, increased urinary frequency, uterine bleeding and uterine dilation and curettage. Concomitant products included cyanocobalamin, drospirenone;ethinylestradiol betadex clathrate (yaz), ergocalciferol (vitamin d2) since 2017, furosemide and levothyroxine sodium ("levothyroxine") since 2018. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2012 (previously reported) and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: bilateral essure, without evidence of contrast spillage into the pelvic cavity. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records was received. Lot number, medical history, concurrent condition, concomitant medication, laboratory data were added. Essure implant date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.